Event description:
Same case as MFR's #: 6000093-2005-00639 and 6000093-2005-00640. It was reported that during a treatmet procedure, the shaft of the catheter broke. The radius stent delivery system was advanced and deployed into the fibular peroneal artery. It is noted that this is an off label use. The shaft of the delivery device kinked and subsequently broke during withdrawal out of the guide catheter. The delivery device, wire and guide catheter were removed together as a unit. A second radius stent delivery system was deployed near the first stent and also kinked and subsequently broke upon withdrawal out of the guide catheter. The delivery system, wire and guide catheter were removed together as a unit. A third radius stent was deployed and also kinked and subsequently broke upon withdrawal out of the guide catheter. The delivery system, wire and guide catheter were removed together as a unit. No pt injuries or complications were reported.